Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone.

Manufacturer narrative:
The unit was requested back for investigation, but it has not yet been received at the plant for investigation.